Manufacturer narrative:
(B)(4). Date sent: 9/29/2020. D4: batch #t5cw3h. Investigation summary: the analysis found that one long60a device (b) was returned with no apparent damage and two reloads presents. The ecr60b reload (c) was received partially fired 1/16. The ecr60g reload (d) was received partially fired 1/3. The returned device and reloads were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the reload. The partial fire is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint #: (B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Regarding the information provided: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Could you please provide more details to "this cassette cut, but did not flash the fabric."? Did the device cut but did not staple? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that with the cassette inserted during the first stitching of the device, (cycle 3 + 1 did not work cycle 2) after sewing 1/3 of the cassette, the staple seam is formed and the cut line is satisfactory, 2/3 of the cassettes did not flash the device blocked it was jammed , the staple seam is not formed there is no dimension line. The device was unlocked, the cassette was changed after the device was stitched with high quality, the cut line and staple suture are present the patient was discharged home without complications.